Event description:
It was reported that the customer's insulin pump was malfunctioning it was over delivering. Caller stated that the customer's blood glucose was 46 mg/dl and the reservoir is showing less insulin than what is shown on the status screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.